Manufacturer narrative:
Medical devices continued: d224drg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an abnormal impedance. The lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.